Manufacturer narrative:
The investigation for the reported delivery issues has been completed. The impella device has not been returned for evaluation. However, clinical details were sufficient to determine the root cause of the delivery issue was patient condition related. This report is being filed as part of a retrospective review of historical records.

Event description:
The complainant reported a patient was implanted with an impella cp device for mechanical circulatory support. Pump was not able to be advanced into left vertical patient anatomy and or wire position. The pump was removed, and new pump was opened and inserted without issue. No further information is available.